Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported impact on the customer's blood glucose level, as they declined to provide specific values. Technical support instructed the customer to adjust settings and perform tests, but the issue persisted, leading them to arrange a pump replacement. The customer planned to continue using the current pump as backup therapy.